Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the parts reported were used as an antibiotic cement spacer. Said spacer was removed after infection cleared, and replaced with a reverse shoulder.